Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e03 error (pipeline pressure sensor error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the led turned off while an alarm sounded when the operation of the pressure sensor on the main board was detected. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the high flow insufflation unit all the lights on the panel went out. And the equipment stopped. The led (light emitting diode) on the power supply was in illuminated condition. And after turning the power back on, everything worked normally. The issue occurred, during a therapeutic laparoscopic surgery. That was completed using the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.